Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the image processing and illumination was not possible. Upon troubleshooting action fse found power supply from idsc was defective. To resolve this issue the fse replaced the idsc. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that image processing and x-ray was not possible. The system was in clinical use. No patient harm was reported. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.